Event description:
The customer reported a leak with fluid found in the reagent cartridge carousel compartment on their unicel dxc 600 pro synchron system. Information regarding the personal protective equipment worn by the customer was not provided, however there was no injury or exposure reported. The customer stated the instrument generated suppressed result errors (no result value) and two erroneous patient results for glu (glucose) and bun (urea nitrogen) . The results were not reported outside of the laboratory and there was no impact to patient treatment. This MDR references the leak and erroneous patient results occurring on (B)(6) 2015; please refer to 2050012-2015-00210 for the event occurring on (B)(6) 2015.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the leak was from the reagent probe wash collar valve. The fse replaced the reagent probe wash collar valve to resolve the issue.